Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle fell out of the syringe. The following information was provided by the initial reporter: material no: 328418 batch no: 8036922. It was reported that two needles fall out of the syringes so far. Verbatim: I use bd ultra-fine syringes. I am reporting that I have had two needles fall out of the syringes so far. This is very dangerous.

Manufacturer narrative:
Level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 5th related complaint for needle separates on lot # 8036922. Investigation summary: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8036922. All inspections were performed per the applicable operations qc specifications. There were eight (8) notifications [200747072, 200745690, 200748188, 200740711, 200746677, 200746432, 200742982, 200753240] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle fell out of the syringe. The following information was provided by the initial reporter: material no: 328418 batch no: 8036922. It was reported that two needles fall out of the syringes so far. Verbatim: I use bd ultra-fine syringes. I am reporting that I have had two needles fall out of the syringes so far. This is very dangerous.